Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an upgrade procedure the right ventricular lead had the impedance measurement increase from 50 ohms to greater than 200 ohms on the superior vena cava and right ventricular coils after being reconnected to the new device. The lead was capped and replaced. No patient complications have been reported as a result of this event.